Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the etl process was delayed. A technical support specialist dialed into the server and checked the hsv notification, which showed that the etl data was not current. They then dialed into the iss server and found that the etl had failed. After restarting the etl, it still did not run. They discovered that the ram space had reduced a bit. Upon checking the hsv notification again, there was no etl error on the dashboard. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server had etl process delay that was not communicating, and reports were delayed. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.